Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right ventricular lead. Corrective programming changes were made and further intervention was planned. No adverse patient consequences were reported.

Event description:
New information received notes that the event date was 23 dec 2022, the healthcare facility was cmc main, and physician was (B)(6). The patient weight was unknown. The lead was not returned.